Event description:
The customer reported there was an issue with loading the injection system and as a result, the cq2015a collamer three piece lens was damaged during insertion. The lens was removed and replaced with another same model lens without any injury to the patient. The facility uses a competitors injection system and is aware it is off label use, but it is the surgeon's preference.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed the lens was returned in liquid and the optic was torn. (B)(4).